Event description:
This mega suturecut n.d. Was tagged "dull scissor". This is from the new line of extended life instruments that has recently come out; 11/15 lives remain on this instrument. No patient injury incurred. I will return this to intuitive for reimbursement on the remaining lives. FDA safety report ID# (B)(4).